Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant. Product manufacture date unk as lot number unk. Root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations, a review of the claim allegations,a review of claim allegations, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the information provided by the complainant, details regarding a specific correlation between the surgisi es soft tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with the pelvisoft acellular collagen biomesh and a surgisis es soft tissue graft on (B)(6) 2006, at (B)(6) medical center in (B)(6) by (B)(6) m.d. To treat her pelvic organ prolapse and/or stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury, and has undergone corrective surgery. The following information was not provided by the complainant: specific information of the alleged injury, specific information regarding whether intervention was performed, specific information regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.